Event description:
The user facility reported that during a therapeutic esophagogastroduodenoscopy (egd) procedure with bleeding control, the cautery unit failed to work when used with a non-olympus gold probe. The procedure was completed using another company's electrosurgical unit (erbe cautery unit). There was no pt injury reported.

Manufacturer narrative:
The esg-100 electrosurgical generator was returned to olympus for eval. The device was tested with the customer's footswitch, and high frequency cable and the eval revealed that the hf cable output was intermittent when the cable was being manipulated, which was determined to be due to damaged and detached signal wires. This phenomenon likely caused or contributed to the user's experience. The electrosurgical unit was then tested using a new test high frequency cable and found to work appropriately. The electrosurgical unit was returned to the user facility after insp. This report is being submitted as a medical device report in an abundance of caution.